Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that while in use on patient the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum" repeatedly. A second iabp was used to continue treatment. No patient harm or adverse event was reported.